Manufacturer narrative:
Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 120 units of insulin. Customer¿s blood glucose was 97 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy. During a follow-up call, the customer reported only filling the cartridge with 50 units of insulin which resulted in valid minimum fill notifications occurring.